Manufacturer narrative:
Manufacturer's investigation conclusion: the customer communicated that no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the patient remained ongoing on ventricular assist device (vad) support.

Manufacturer narrative:
D6b: date of explant redacted. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
. Manufacturer¿s investigation conclusion: it was originally reported that the patient received a heart transplant; however, further information revealed that no transplant had occurred, and the patient remains ongoing on left ventricular assist device (lvad) support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient underwent heart transplant. Whether the outcome was not device or therapy related was not provided by the customer.